Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in a 56-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a pre-support clinical condition consistent with society for cardiovascular angiography and interventions (scai) stage e shock. The patient presented with st-segment elevation myocardial infarction and was status post cardiac arrest prior to impella implantation. During vascular access and support initiation, the patient was reported to be thrashing and bucking the ventilator, which was identified as a contributing factor to the subsequent event. Following percutaneous coronary intervention and prior to sheath exchange, vascular injury was identified. The patient required evaluation and treatment by vascular surgery, including surgical repair of the vascular injury. The patient also received 2 units of packed red blood cells. The impella cp was removed due to the reported event. The patient subsequently survived to explant.